Event description:
Nurse performing a therapeutic plasma exchange procedure on an as104 blood cell separator. The hemolysis alarm sounded and red blood cells spill was noted in the plasma waste bag. The plasma appeared clear in the plasma waste tubing. Several other alarms sounded, which could not be cleared so the set was replaced with another one. This set was used to complete the procedure with minor alarms. The pt had no problems.